Manufacturer narrative:
(B)(4). Date sent: 6/15/2020. H2: additional information received: were there any patient consequences? No.

Manufacturer narrative:
(B)(4). D4: batch # r94n5r. Investigation summary the analysis results found that the er320 device was returned with no damage to the external components and with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining 8 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. The device was sent to secondary analysis site for evaluation and it was confirmed that silicone was present and applied correctly. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/1/2020 h2: additional information received: device received for additional review at (B)(6).

Manufacturer narrative:
(B)(4). Date sent: 2/28/2020. D4: batch # r94n5r. Investigation summary the analysis results found that the er320 device was returned with no damage in the external components and with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining 8 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clips did not fully close. The doctor fired the clip as he normally does but it was not closing fully. It remained slightly open. Doctor completed surgery using another device.